Manufacturer narrative:
Mml reference (B)(4).

Event description:
It was reported that the patient was unable to activate therapy. The clinical specialist troubleshot the issue and confirmed the right lead had a progression of out-of-range/high impedance failure. As a result, the patient underwent a revision surgery to replace the right lead. The right lead was removed, and a new lead was implanted. There was no report of patient harm or injury. Although requested to be returned, the lead was damaged during the explant and discarded at the hospital- no part analysis can be performed. The device history record was reviewed. No relevant non-conformances were found.